Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error and customer had chronic hyperglycemia. Customer treated with manual shot. Customer reported they were unable to clear the alarm. Customer stated they are unable to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive buttons due to moisture damage electronic assembly on electrical board at keypad connector area. Unable to verify pump error 43 due to unresponsive keypad buttons.